Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc and system information has not been supplied to date. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a substrate volume check, which failed. The fse then replaced the substrate pump and decontaminated the substrate system. The fse also recalibrated all assays and performed qc; no issues were noted. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected troponin (accutni) result within the normal reference range for one patient generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced a higher result above the ami cut-off. The affect, if any, to the patient is unknown at this time for this event.